Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted; give date: an exact date was not provided; but stated as (B)(6) 2016. Explant date: if explanted; give date: not applicable. There is no indication lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had a symfony toric intraocular lens (iol) implanted in the right eye on (B)(6). The patient had undergone cataract surgery 1 week prior to the implantation. The patient is happy with the iol; however, they are experiencing halos and concentric circles around lights as well as some residual astigmatism in the right eye. The patient sees approximately 7-10 circles. The diameter of the outermost circle being about 3-4 times that of the halo diameter. The patient states that if they are within 20-30 yards, the glare/starbursts drown out the concentric circles. However, at longer distances (30-100 yards), the concentric circles are most noticeable. At even longer distances the circles are less noticeable except for very bright lights. The patient reported that their surgeon could see the circles when he looked into their eye to check the iol. The patient states that the spherical prescription of the iol was slightly off. The patient underwent lasik enhancement approximately 8-12 weeks post-op which had achieved 20/15 distance vision in the right eye. Following the lasik enhancement, the patient is happy with their day vision. There is no need for glasses for any of the daily tasks. The patient is unhappy with their night vision as they still report seeing concentric circles around the lights. Seven months post op, the patient has not seen any change in seeing the concentric circles around lights when it is dark. The intensity of the concentric circles has been the same with the uncorrected eye (which had astigmatism), with the eye glasses, and now after the lasik enhancement. The glare around the lights has been reduced both with the correction of astigmatism and the passage of time. No additional information was provided to abbott medical optics.